Event description:
Failure of sulzer orthopedics acetabular cup - required immediate medical attention, surgery to remove and replace. Replacement is also defective and must be surgically removed. This component has been "voluntarily" recalled by sulzer, but info is not forthcoming. Have not seen anything on FDA web site or on consumer pages, although it was featured on national news.